Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for a routine follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. There were no consequences to the patient. No intervention was performed at this time.